Event description:
It was reported that the physician's hand held continually "locked up" when attempting to interrogate a vns pt's device. The physician used another programming system and could interrogate the pt's device with no further problems. The physician requested a new hand held to replace the non-working device. The non-working hand held and software have been returned to manufacturer where analysis is underway.